Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of endophthalmitis, high intraocular pressure, irritation/inflammation, and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they had a patient with a xen® 45 gts implanted who experienced standard inflammatory response in the left eye so needling was done about 5 months later and the stent began working properly. Following the needling procedure, the patient than had an infection of endophthalmitis. The eye was cleaned, steroid injections and antibiotics were used, a vitrectomy performed, and the patient began to recover and was doing well. After this initial infection had resolved the patient was seen again and the endophthalmitis infection had returned with pain and discomfort and was "very aggressive". Healthcare professional removed the xen gel stent, performed another vitrectomy and once again cleaned the eye and used antibiotics, but the infection was not resolved and the eye was ultimately removed on a later date.